Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. The patient was later discharged from the hospital. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time. A search identified the clinic had received product code (B)(4), lot numbers h12j15038, h12l13070 and h13b07048 within six months prior to the reported event.

Manufacturer narrative:
(B)(4). On an unknown date, the patient (pt) was started on vancomycin to treat the event of peritonitis. Five days after being admitted to the hospital, the pt was discharged. At the time of this report, the peritonitis had resolved, the pt was recovered from the event and dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12l13070 and h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h12j15038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).